Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was being reported that the cs100 intra aortic balloon pump (iabp) had an issue regarding the start-up alarm: low vacuum pressure and this fault had occurred when the hospital personnel had turned on the computer. There was no involvement of the patient. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future , the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
N/a.

Event description:
It was reported that when hospital personnel turned on the computer, the cs100 intra-aortic balloon pump (iabp) unit had a power-on alarm, vacuum negative pressure is low. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.